Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of s/p l4-l5 and l5-s1 posterior lumbar inter-body fusion with peak cages and percutaneous screws with broken s1 pedicle screw and underwent removal of right l4 through s1 screws and rods and right l4-l5 posterior lateral fusion with bmp and bone matrix. Per operative report: ¿¿.l4 screw was identified first. Scar tissue overlying the screw was removed using the leksell rongeur and knot holding the rod to the screw was removed. Likewise I removed the knot on top of the s1 pedicle screw. The rod was then removed followed by removal of both screws without difficulty. Due to the fact that the scan showed lack of significant fusion at the l4-5, I enhanced the fusion by dissecting the transverse processes of l4-l5. This was done using the periosteal elevators. Cortical bone was removed from the transverse process of l4-l5 and I layered matrix mixed with bmp. The retractors were then removed. The patient tolerated the procedure well¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.